Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had pain with the hardware and malfunction of the stimulator. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had pain with the hardware and malfunction of the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the explant procedure. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.